Event description:
Asku

Event description:
It was reported the lead was capped, partially explanted, and replaced due to fracture. No patient complications were reported as a result of this event. Alleged that the patient "suffered physical and other injury", that there was a lead fracture, that the patient "experienced inappropriate and/or excessive shocking or failure to receive therapeutic shocks. Each of which have required [patient] to seek medical intervention resulting in replacement or removal of the defective [lead]", and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned and analyzed.